Manufacturer narrative:
Two instruments were returned to the MFR for eval. We contacted the hosp and they were not able to identify which instrument was the "suspect medical device". A visiual exam showed that the tip of both instruments was broken off near the pin joint. Both pins were intact. In addition, device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.